Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. On an unspecified date and time, the device was programmed to deliver dilaudid 1mg/ml, in the pca only mode, with a 0.2mg pca dose, a 10 min pt lockout, and a 1mg one hr dose limit. At an unspecified time during the night shift, it was reported that the nurse found the pt sitting on the pca tubing, which resulted in an occlusion of the pca tubing, with no device alarm. The customer contact reported that a short time after the nurse released the occlusion, the pt experienced mild dizziness. The customer contact indicated that when the occlusion was released, the pt rec'd more medication than intended. After an unspecified short length of time, the customer contact reported that the pt's dizziness resolved. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.